Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail single use, 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 309.5 cm from the tip of the sma connector to the end of the exposed glass tip. The exposed glass tip measured 2 mm and appeared fractured. Examination under magnification confirmed the exposed glass tip was fractured. Light from the sma connector was bright and round, indicating no fracture within the connector. The fiber was tested on the laser console, which read "please dispose applicator after usage," indicating the device had been recognized by the console and not yet used. The fiber was able to be passed down a flexible ureteroscope with no issues. No other issues with the device were noted. The reported event was not confirmed. The fiber was able to pass, without difficulty, down a flexible ureteroscope. However, the fiber tip was observed to be detached/separated, which may have contributed to the reported event. Light from the sma connector was bright and round, indicating no fracture within the connector. Additionally, the laser console was able to recognize the fiber and indicated it had been recognized and had not been previously used. Although the reported complaint of difficult to advance was not confirmed, it is likely the detached/separated tip contributed to the event. The damage to the fiber likely occurred due to procedural handling of the device during set-up. Therefore, the conclusion selected is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail single use 270um laser fiber was used in a procedure performed on (B)(6) 2020. During the procedure, the physician was unable to insert the laser fiber into the ureteroscope. The physician had to use another laser fiber to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of the laser fiber detached/separated.